Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the suture broke on the reinforcement. There was an unexpected breaking of the suture. The same event occurred on 36 units of the device. New box of suture was opened and used to resolve the issue. There was no patient involvement.